Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse performed a system test drive and verified intuitive motion on all universal surgical manipulators (usms) without recalibration. The system was tested and verified as ready for use. Isi has not received the instrument involved with the alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, that the universal surgical manipulator (usm) 4 installed with a prograsp instrument had articulation issues. The customer reseated the drape and instrument, but articulation issues persisted. The issue was resolved after replacing the instrument with another. It was unknown if the movement issue resulted to an uncontrolled motion or reversed direction. The usm arm 4 remained in an operable state. The procedure was completed using all usm arms with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.